Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and confirmed the reported issue. The unit was reading 97% when set at 90%. The 02 cell was replaced and the issue was resolved. The fsr tested the blending accuracy and the fi02 was in specification. Ovp (operational verification procedure) was performed and the unit passed all tests and runs according to OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator had a high fraction of inspired oxygen (fio2) alarm. Furthermore, there was no patient associated with the event.